Manufacturer narrative:
(B)(4).the ventilator was not available for evaluation.

Event description:
Report received that, during patient use, a 840 ventilator displayed a oxygen sensor calibration error. The patient was transferred to a second ventilator. No harm to the patient as a result of the event.